Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received other text : na.

Event description:
The patient presented to the clinic complaining of diaphragmatic stimulation. Low sensing and low impedance were observed. Chest x-rays revealed lead dislodgement.